Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis revealed that the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - bat312022 / 1650 / manufacturing date: 01/15/2016 / expiration date: 01/31/2017 / UDI: (B)(4). Method code: visual inspection, interoperability evaluation, actual device evaluated, results code: no failure detected. Conclusion code: no failure detected, device operated within specification .

Event description:
It was reported from the site that the patient had critical battery alarms on fully charged batteries. Batteries were exchanged and it was stated that there were no effect or consequences to patient. No additional information available.